Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level of 26.7 mmol/l. Customer also reported blood glucose level of 15.1 mmol/l. Customer reported that they had positive results in ketones test and abdominal pain and eyes were hurting. The customer felt ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they uses auto mode feature at the time of high blood glucose event. The customer was treated for the high blood glucose with manual injections. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering because blood glucose was high. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.